Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. The hospital determined that the true troponin was negative. The patient was discharged from the hospital. The customer states that they will not be providing any more information. The cause of this event is unknown.

Event description:
The customer reported false positive troponin results on the stratus cs when compared to two non-siemens lab analyzers. There was no report of injury due to this event.